Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported the automated impella controller (aic) was having issues with configuration. After they turned the controller on, the cloud and airplane button did not illuminate. Troubleshooting included: power cycle, usb plugged in, airplane mode, and 60-second factory reset, which were all unsuccessful. This issue occurred during configuration, not in a clinical setting.

Manufacturer narrative:
The investigation of optical signal issue has been completed. Teh console was received for investigtaion. Based on the data and device analysis there was no optical signal issue. The console functioned within specifications.